Manufacturer narrative:
(B)(6).

Event description:
It was further reported that balloon rupture occurred. The 90% stenosed target lesion was located in severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at nominal pressure, the balloon ruptured. The procedure was completed with coyote es 2mm balloon catheter. There were no patient complications nor injuries reported.